Event description:
While prepping the duodenoscope with the olympus balloon for an endoscopic retrograde cholangiopancreatography (eus ercp), it was noted the single use distal cover was broken. It is understood these balloons are fragile and we will monitor for items coming broken. New balloon obtained, no further issues.